Event description:
The user facility reported a 70-year-old white male noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that upon insertion of the impella a perforation was noted while advancing into the left ventricle. The physician repositioned the impella 5.5 and a combination of pledgets and bioglue were used for closure of the perforation. The patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06497 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed since the original report was filed. As per clinical patient was having necrotic tissue condition likely leading to perforation during advancement of pump in lv. The cause of the ventricle perforation issue was most likely patient condition related per clinical and data log review.